Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope blacked out intermittently during set up/ inspection for use. There was no indication of patient involvement or serious injury.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to angulation adjustment. Based on the results of the investigation, the reported malfunction was likely due to damage or deterioration of parts, environment problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.